Event description:
It was reported that prior to starting a da vinci surgical procedure, it was observed that the shaft of the maryland dissector instrument had peeled off and unable to be installed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis evaluation found the instrument's main tube had deep scratches/gouges. The main tube insulation was scratched and some of the insulation had been removed. The scratches measured approximately .740 in length and .218 in width. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the deep scratches/gouges and or insulation removed found during failure analysis if to recur could cause or contribute to an adverse event.